Manufacturer narrative:
The report of a tcmid:06 (ce post error) error message was confirmed during functional testing and event log review of the thermogard xp ivtm console (sn (B)(4)). The root cause is due to a defective cooling engine. The thermogard console was received with damaged while rollers and lid bumpers. The console is a reusable device and was manufactured on 15 jan 2013. It has exceeded its expected serviceable life of five years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device and are unrelated to the reported complaint. Review of the event log retrieved from console revealed multiple tcmid:06 error messages. Evaluation of the console revealed a tcmid:06 error message during functional testing. The cause of the error message was attributed to a defective cooling engine. Upon customer approval, the cooling engine will be replaced along with the coldwell cap and drip tray gasket. The console will be functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
At an unspecified time during ivtm therapy, the thermogard console displayed tcmid06 (ce post failure) error message. The console was replaced. Ivtm therapy was resumed with no further issue reported. No known impact or patient consequence was reported.